Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lens and a worn uso seal. Review of the event history log (ehl) showed a downstream occlusion alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the uso and dso were replaced. Product is beyond a year from manufacture date (01/2016) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. B3 unknown, d4: UDI (B)(4), for all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.